Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 470327-12/n10180921 0008 associated with this event has been performed. Per logs, the medium-large clip applier was last used on (B)(6) 2022 on system sk0086, with 25 lives remaining. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted pancreaticoduodenectomy surgical procedure, the medium-large clip applier malfunctioned and could not apply clips. A backup instrument of same kind was used to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The malfunction was noted while ligating one of the major vessels during the procedure. There was no report of loose grip cable or non-intuitive motion. There was no report of patient injury. No image or video clip for the reported event was submitted for review. Recommended medium large size of hem-o-lock clips were used. Surgeon was not able to apply the clip.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis investigation can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the medium - large clip applier instrument and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint. The medium - large clip applier instrument failed the recognition test on every attempt when the instrument was placed on the system arm. The yellow light on the system arm indicated that the instrument could not be used, an error 282, p1=0x3d kept occurring. An error stated: reason_missing_sensors_on_install 0x3d, one or more sensors were detected but not all sensors were present. Failure analysis found the primary failure of a recognition failure to be related to the customer reported complaint. No functional clip testing could be performed because the instrument malfunctioned when installed. The root cause was not determinable. An additional observation not reported by the site, but related to the primary finding, was also identified. The medium - large clip applier instrument had a corroded identification board. The instrument housing was removed to find the corrosion/contamination of the instrument board. An instrument rfid has a black substance on electrical traces and contacts. The root cause is attributed to the mishandling/misuse such as improper cleaning.

Event description:
Refer to h10/h11 for follow-up information.